Event description:
The customer reported a concern about hemolysis in their double red blood cell (drbc) procedures. They have seen pink-tinged plasma in their week 1 and week 2 samples. Hemolysis was not confirmed by the customer, however, no other cause for the pink-tinged plasma has been definitively identified. Patient information is not available at this time. The disposable set is not available for return because the customer discarded it. This report is being filed due to insufficient information provided at this time to determine if a malfunction with the potential for death or injury occurred.

Manufacturer narrative:
Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
Investigation: the customer concerns were reviewed and analyzed by a terumo bct global system performance representative. Regarding the report of visible pink plasma samples, the customer could not confirm hemolysis. Also, the trima accel system monitors rbc collections and solution addition for possible "high pressure" situations during the procedure. The description of seeing tinted plasma in the samples indicates that the customer saw the tinged plasma after final storage which indicates a post-collection processing issue. Root cause: this disposable set was unavailable for specific root cause analysis. Possible causes for tinged plasma in samples includes but are not limited to:-exposure to extreme temperatures in storage such as direct contact with ice or heat during transport-addition of incorrect additive solution resulting in hypotonic lysis-mechanical trauma that can occur during sampling or stripping-toxin introduced during rbc collection

Event description:
There was not a transfusion recipient or patient involved at the time of this incident, therefore no patient information is reasonably known at the time of the event.